Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. Customer's blood glucose was 598 mg/dl which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit passed displacement test. However, unit alarmed compromised force sensor during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with broken belt clips lot.